Manufacturer narrative:
The product was not returned, therefore the patient matched tmj case design and the post-operative CT scans were evaluated. The complaint was confirmed through the post-operative CT scans. The most likely underlying cause stated by the design vendor is incorrect orthognathic placement of the implant by the surgeon. There are no indications of manufacturing defects. Fields and conclusions were updated based on the completion of the investigation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Remains implanted.

Event description:
The patient underwent a right unilateral custom tmj surgery. The sales associate reported an 8mm discrepancy with the occlusion after implantation. A revision surgery was performed, however it is reported the device remains implanted. Additional information regarding the details of the revision surgery have been requested but not provided at this time. It is reported the issue has been corrected and the patient does not require any additional surgery.